Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since (B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) market on (B)(6) 2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on (B)(6), 2015 the voluntary recall was expanded to include these additional lens models. Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A doctor reported corneal opacity and decreased visual acuity following an intraocular lens (iol) implant procedure. The patient had received a corneal transplant prior to the implant procedure. The doctor initially suspected other causes of the inflammation, (transplant rejection, herpes, etc) but came to believe that the possibility of an iol related inflammation being the cause cannot be ruled out. The patient's anterior chamber could not be observed because of the corneal opacity. Product sample is unavailable for return.

Manufacturer narrative:
.

Event description:
Additional information was received that the doctor stated that the symptoms were caused by the "rejection response due to the recurrence of (B)(6)" and the patient had been receiving treatment at another hospital.